Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: a review of the black box indicated multiple ¿no cartridge detected¿ warnings had occurred. The returned battery cap and cartridge cap were used to complete investigation. The piston was unable to detect the cartridge upon start-up; the complaint was duplicated. The pump casing was opened and there was evidence of moisture corrosion found on the force sensor. The force sensor resistance measurement was found to be out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the pump dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.